Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's pocket was hurting. The patient's battery was replaced and their pocket site was moved from their right buttocks to their left buttocks. The issue was resolved. No further complications were reported. No additional patient symptoms were reported.